Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with apparent ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) did not deliver therapy. The reported rate of the vt was below the detection rate for the rhythm so the cardiac technician lowered the detection rate and still no therapy was delivered. The patient was then externally defibrillated which is observed in the episode. When the device was re-interrogated the episodes were logged as supraventricular tachycardia with wavelet withholding therapy. It was noted that all 8 templates were a match. The device remains in use. No further patient complications have been reported as a result of this event.